Event description:
During education of interventional procedure (biopsy) with the patient, the radiology resident showed the biopsy instrument to the patient and demonstrated how it would sound during the procedure. The instrument "misfired" during the demonstration. The physician cocked the device and it fired on its own without pushing the pink button. The patient was not harmed. All equipment with the same lot number was pulled from stock.